Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found the electrode was detached from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include: using the device for mechanical displacement, contacting metal objects, or vigorous use against dense or bony surfaces. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the super multivac 50 electrode was loosen and fell off inside the patient. The piece were removed from the patient using tweezers. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode is missing but its legs are still imbedded in the spacer. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma generation and coagulation functioned on the remaining portions of the electrode. The resistance measured at 0.91 kilo ohms. An evaluation of the customer provided image was performed and found the electrode was detached from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event has been associated with unintended use of the device. Factors that could have contributed to the reported event include: using the device for mechanical displacement, contacting metal objects, or vigorous use against dense or bony surfaces. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the super multivac 50 electrode was loosen and fell off. The procedure was completed with a smith and nephew back up device and it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)